Manufacturer narrative:
The pump was received with normal sleeping currents. The pump was monitored for several days and no blank display was noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump switches off on its own. Customer's blood glucose level was not reported. The device was not returned.